Event description:
It was reported that noise reversion episode had occurred. Electromagnetic interference had prohibited pacing for several seconds. No patient symptoms were reported. Patient stated that he was swimming near an electrical short. No intervention was performed. The patient was stable and no current issues were reported.